Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include component damage or degradation due to some form of stress. The most probable cause of this complaint is anticipated or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited adhesive area of the curved rubber was missing. There was no patient involvement.